Event description:
The suction cautery pencil shattered into several pieces while in use. The shattered pieces were recovered from the surgical cavity and sequestered for quality coordinator. FDA safety report ID# (B)(4).